Manufacturer narrative:
The returned device was evaluated. The circuit board will be replaced due to a recall action. Additionally, it was found that the instrument channel tube leaked, and the probe's appearance was discolored and blackened. A review of the device history record found no deviations that could have caused or contributed to the reported issue of cracked distal end. As per the investigation results, the root cause of the reported issue cannot be specified. It was determined that the pointed out phenomenon can be prevented by following the steps from the instructions manual which states: the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. If remote switch 1 does not return to the off position after being pressed strongly from the side, gently pull the switch upwards to return it to the off position. Do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. Do not touch the electrical contacts in the ultrasonic cable connector. Equipment damage can result. Do not pull, twist or tightly coil the ultrasonic cable. Noise can develop in the ultrasound image. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the evis lucera ultrasound gastrovideoscope for circuit board replacement for recall action. Upon inspection and testing of the returned device, it was observed that the distal end was cracked. This report is being submitted for the reportable malfunction found during the evaluation. There was no patient involvement.